Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department. The reported problem was not duplicated or confirmed. The device was subjected to extensive troubleshooting which included functional and stress testing without any discrepancies. The device was recertified and returned to the customer. Review of the clinical data indicated that the device recommended to shock due to CPR being performed on the patient during the analyses. The zoll x series will prompt to stop CPR and don't touch patient during analysis. The device worked as designed and performed within the limitations of the technology. Analysis for reports of this type has not identified an increase in trend.